Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer also reported a lot of no delivery alarms from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced as a courtesy. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery alarms tests. No excessive no delivery alarm was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.